Manufacturer narrative:
Unit received with an e52 error loop during boot up. Unable to perform the displacement test and self test or verify button unresponsive and download due to e52 alarm. No button error alarm during testing. No unlocked j2/lcd keypad connector. The following were noted during visual inspection: cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip. The test p-cap/reservoir does lock into place. Unable to verify button unresponsive due to e52 error loop during boot up. The original m/b was removed and replace with a test m/b. No anomalies was notice after battery insert. Problem isolated to m/b. However, keypad flattened button dome switch (creased) was found on bolus, esc, act, up and down. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the all keys of insulin pump were failed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.